Event description:
Pt had penile prosthesis that malfunctioned. Prosthesis implanted at another hosp by a different physician in approx 1991. Prosthesis surgically removed 9/15/95 with apparent fluid loss, & replaced with product from same co.